Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating non-invasive programmed stimulation (nips) had previously been performed and acceptable measurements were observed. Recently high out of range measurements greater than 200 ohms was observed. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead measured high out of range shock impedances above 125 ohms in two configurations. The physician has elected to monitor the system. The device and this rv lead remain in service at this time. No adverse patient effects were reported.